Manufacturer narrative:
(B)(4). Concomitant products: the patient¿s medications include; atorvastatin calcium, etanercept, folic acid, glipizide, lisinopril, metformin, saxagliptin, bee pollen, cholecalciferol and multivitamin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a 6 cm asymptomatic infrarenal abdominal aortic aneurysm and a left common iliac aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported, pre-operative imaging had identified an extremely tortuous left internal iliac artery. During the procedure, an iliac branch component was reportedly positioned and deployed as planned without any reported issues. It was reported the patient had very complex anatomy, with evidence of calcification at the ostium of the left internal iliac artery. Further, it was reported the entry angle into the ostium was a greater than 90 degree turn into the artery resulting in difficulty positioning the internal iliac component. Reportedly, after several failed attempts to advance the internal iliac component into the artery, the physician elected to remove and discard the internal iliac component. A gore® viabahn® (13mm x 5cm) endoprosthesis was then advanced and implanted into the left internal iliac artery. The procedure continued with the implantation the trunk-ipsilateral leg and contralateral leg components on the patient¿s right side, without any reported issues. It was reported, at the conclusion of the procedure, final angiography showed exclusion of the aneurysms with patency of all devices. One month follow-up images, taken on or about (B)(6) 2017, showed compression of the iliac branch component and viabahn endoprosthesis implanted within the left internal iliac artery. Evidence of device occlusion was not noted. The cause of the device compression is reportedly unknown, however it was reported the compression is believed to be caused by the patient¿s tortuous left internal iliac artery. As the patient is reported to be asymptomatic and as all devices are reported to be patent, an intervention to treat the compression has not been scheduled. According to the report, the physician will continue to monitor the patient.